Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery (rca). Pre-dilation was performed with a semi-compliant balloon and an intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. A 2.25mmx16mm synergy drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. A non-bsc stent was implanted in the proximal (rca) and plain old balloon angioplasty (poba) was performed again in the distal (rca). The 2.25mmx16mm synergy drug-eluting stent was re-advanced but still failed to cross the lesion. Upon removal, the stent was found lifted. The procedure was completed with a 2.25mmx15mm non-bsc stent. No patient complications were reported and the patient's status was good.